Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set fell off events in between 17-may-2024 to 19-may-2024. The infusion set was in use for 1 day. No further information available.